Event description:
It was reported that the insulin pump had a blank display after the customer jumped in the pool to save her daughter. It was stated that the customer immediately dried the insulin pump and changed the battery, but the device had a blank display one minute after the battery was changed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.